Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Insulin pump had minor scratched display window and cracked display window corner.

Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated, he tried to rewind the insulin pump but nothing happened. Troubleshooting was done. Customer's blood glucose was 141 mg/dl. Customer stated that all his personal setting are all gone. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.